Event description:
A malfunction alarm was reported, identified by a malfunction code "malf 16," which was not resettable. There was no adverse impact to the customer's blood glucose level. The technical support team decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery and was guided on how to put the pump into storage mode before returning it. The pump was to be returned using a pre-paid label within 10 days, which the customer understood and acknowledged.